Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, concentric, and 90% stenosed right coronary artery. Pre-dilatation was performed using a trek nc. A 2.5 x 23 mm xience prime was being advanced when resistance was met and the proximal shaft kinked. It kinked on the shaft that was outside the anatomy, so an attempt was made to straighten the shaft and it separated. As the separation occurred outside the anatomy the device was easily removed. A 2.5 x 23 mm xience prime stent delivery system was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): failure to follow steps/instructions concomitant medical devices: guide wire: runthrough; guide cath: mach1 fr4 7fr. Evaluation summary: the device was returned for analysis. The kink and separation were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience prime everolimus eluting coronary stent system instructions for use states: discontinue the use of the device when a bend or kink was found on the hypotube at any time during use. Additional handling likely contributed to the noted wrinkling of the shaft and balloon and additional bends and kinks. Based on the reviewed information, no product deficiency was identified.